Manufacturer narrative:
The buddy disposable sets were discarded and therefore not available for investigation. Without investigating the sets, it is difficult to determine the root cause of the leak. The manufacturing batch records for this lot were reviewed and no anomalies were identified. A review of past complaints indicates that there have been no other reports related to this lot number. No trend has been identified for this issue. All buddy disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. No patient injury was reported. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility reported that two buddy disposable sets leaked during a case on (B)(6)2020. Both sets were discarded by the staff.